Event description:
It was reported that this right ventricular (rv) lead was revised as the pulse generator (pg) migrated and lead slack was lost. Pg pocket revision and rv lead revision procedure were completed successfully. All electrical measurements were within specifications. Lead currently remains in service. No adverse patient effects were reported.